Event description:
Physician reported unknown side "something like dirt attached to the product, and there were also 3 to 4 small hairs." Device was not implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ foreign material on implant- breast: observed a material on implant but cannot determine what it is due to the photo provided. ¿ hair/ fiber on implant- breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ hair/ fiber on implant: ¿ foreign material on implant: as per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported unknown side "something like dirt attached to the product, and there were also 3 to 4 small hairs." Device was not implanted.

Event description:
Physician reported unknown side "something like dirt attached to the product, and there were also 3 to 4 small hairs." Device was not implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29feb2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "something like dirt attached to the product, and there were also 3 to 4 small hairs".

Event description:
Physician reported unknown side "something like dirt attached to the product, and there were also 3 to 4 small hairs." Device was not implanted.